Event description:
Information was received that there was a planned revision of the pace/sense lead on the left ventricle in a dual chamber device. There was a revision in (B)(6) due to high thresholds (reference MDR 2183787-2016-00026) but this new lead also showed a rise in threshold up to 6.0 v/ 1.5 ms around 3 weeks ago. Since then the patient stayed in the hospital. The cardiologists planned a new tactic. The old epicardial ra and rv leads were capped and a bipolar lv lead was implanted in the coronary sinus as the pace/sense part for the dual chamber device via vena jugularis on the right side. Also, the patient got a new ra lead via vena jugularis on the right side. Both leads were implanted without problems. The patient left the operating room in good clinical condition but there was no dft testing of the old rv patch yet.